Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. However, the plunger, cuffs, link, needle tip and monofilament were not returned with the device. Because key components were not returned, the reported device failure could not be confirmed. Based on visual and functional analysis of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method of achieving hemostasis was not specified. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date was not reported. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.